Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient who called because they wanted to increase stimulation because they didn¿t feel stimulation and the night prior to the call they had to wake up a couple times to go to the bathroom. The patient reported that they hadn¿t had to get up other nights. The patient noted they stopped taking ibuprofen so they weren¿t sure if the med change was affecting them or the stimulation not being high enough. While on the call, the patient was able to sync with their programmer and it showed that stimulation was on and it was noted by the patient they had the ability to change programs/adjust stimulation. The patient was able to feel stimulation in the correct bike seat area. The patient was going to monitor their symptoms now that a change had been made and they were going to follow up with their health care physician (hcp) if the issue didn¿t resolve. There were no further complications reported/anticipated.